Event description:
Complainant alleged that while attempting to treat an 83-year-old female patient, the device displayed a "compressor fault- 3001" message. Complainant indicated that the clinician continued to use the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. It's important to mention that this is a deescalation advisory, and can be the result of a patient cough. The customer does mention continuing to use the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.